Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm, despite changing the infusion sets and batteries. Her blood glucose was 588 mg/dl. Customer stated on the morning of this report, her blood glucose was 600 mg/dl and she treated with a syringe. Customer further stated the insulin pump would not do a self-test and would give a black screen. It was found the buttons on the insulin pump would not respond. At time of keypad anomaly, customer's blood glucose was 532 mg/dl. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.